Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The physician was pre-dilating a 75% stenosed lesion located in the severely calcified, moderately tortuous mid lad (left anterior descending) artery with a 12x3.5mm quantum maverick balloon . The balloon ruptured on the first inflation at 11 atms. The balloon was inflated for about three to five seconds. The balloon was removed intact. There were no shaft kinks noticed on the device prior to use. The procedure was completed with another quantum maverick balloon. There were no reported patient complications. The patient's status is listed as "good".

Manufacturer narrative:
The complaint device was not returned for analysis. The manufacturing records were reviewed and no issues or discrepancies were found; the device met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedure factors. (B)(4).